Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the system had a disposable fiber which did not get the expected behavior when a 70% laser test dose. The surgeon requested a new fiber. The procedure was completed using the original fiber used. This was a two fiber case. The first laser fiber was placed into the second laser catheter after the second fiber did not seem to work as expected. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.